Event description:
Boston scientific received information that during a routine follow up it was noted that there was a progressive increase in capture thresholds and a decreased in r waves on this right ventricular lead. A fluoroscope was taken which showed that the lead was approximately in the same position as when an x-ray was taken after the implant. During the operation the electrocardiogram showed a trivial pericardial effusion. The pocket was opened and the lead was removed. It was very difficult retract the helix of the lead. The helix was partially retracted and the lead was pulled but appeared to be stuck. Eventually the helix was completely retracted and the lead was repositioned above initial site with good parameters obtained and no further issues with helix retraction. Ventricular fibrillation was induced with successful 21j defibrillation thresholds.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.